Event description:
It was reported that the ventilator had no output flow during the circuit test. The ventilator was not connected to a pt when the reported problem occurred.

Manufacturer narrative:
Na